Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 detached fragments of essure coil.'), neuromyopathy ('neuromuscular problems') and diabetes mellitus ('diabetic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, menopause, menometrorrhagia and hirsutism. Concurrent conditions included fatigue, bloating, pain in extremity, perimenopause, uterine leiomyoma, blurry vision, finger osteoarthritis, ovarian failure, hyperglycemia, paratubal cyst, perineal pain and pelvic pain female. Family history included diabetes mellitus and coronary artery disease. Concomitant products included ibuprofen for headache as well as eflornithine (vaniqa), lidocaine (xylocain), methylprednisolone, oxycodone hydrochloride;paracetamol (percocet), pimecrolimus (elidel), sumatriptan succinate (imitrex df) and terbinafine hydrochloride (lamisil). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), hypoaesthesia ("numbness"), migraine ("migraines"), headache ("headache") and paraesthesia ("tingling in hands"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, neuromyopathy, diabetes mellitus, hypoaesthesia, migraine, headache and paraesthesia outcome was unknown. The reporter considered device breakage, diabetes mellitus, headache, hypoaesthesia, migraine, neuromyopathy and paraesthesia to be related to essure. The reporter commented: insertion details:8 coils were noted to be present in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure coils in position. Right essure coil is in satisfactory position. Proximal end of the left essure coil projects into the uterine cavity.. Concerning the injuries reported in this case ,the following one/ones were described in patients medical record confirming: paresthesia, headache, hypoesthesia, migraine,diabetes mellitus. Concerning the injuries reported in this case, the following one was reported via medical record : device breakage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('2 detached fragments of essure coil.'), neuromyopathy ('neuromuscular problems') and diabetes mellitus ('diabetic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, menopause, menometrorrhagia and hirsutism. Concurrent conditions included fatigue, bloating, pain in extremity, perimenopause, uterine leiomyoma, blurry vision, osteoarthritis, ovarian failure, hyperglycemia, paratubal cyst, perineal pain and pelvic pain female. Family history included diabetes mellitus and coronary artery disease. Concomitant products included ibuprofen for headache as well as eflornithine (vaniqa), lidocaine (xylocain), methylprednisolone, oxycodone hydrochloride; paracetamol (percocet), pimecrolimus (elidel), sumatriptan succinate (imitrex df) and terbinafine hydrochloride (lamisil). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), hypoaesthesia ("numbness"), migraine ("migraines"), headache ("headache") and paraesthesia ("tingling in hands"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, neuromyopathy, diabetes mellitus, hypoaesthesia, migraine, headache and paraesthesia outcome was unknown. The reporter considered device breakage, diabetes mellitus, headache, hypoaesthesia, migraine, neuromyopathy and paraesthesia to be related to essure. The reporter commented: insertion details: 8 coils were noted to be present in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure coils in position. Right essure coil is in satisfactory position. Proximal end of the left essure coil projects into the uterine cavity. Concerning the injuries reported in this case ,the following one / ones were described in patients medical record confirming: paresthesia, headache, hypoesthesia, migraine,diabetes mellitus. Concerning the injuries reported in this case, the following one was reported via medical record : device breakage . Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.